Event description:
The customer reported that a patient received a skin burn at the grounding pad site during an rf ablation procedure.

Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.